Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7070589, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing shocking sensation. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.